Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using o.b non-applicator tampons, for menstruation (route vaginal, lot number 1102m5796, frequency and expiration date unspecified). After an unspecified duration she noticed that, the tampon was unraveled every time when she took out. She used the device in the past without any issues. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using o.b non-applicator tampons, for menstruation (route vaginal, lot number 1102m5796, frequency and expiration date unspecified). After an unspecified duration she noticed that, the tampon was unraveled every time when she took out. She used the device in the past without any issues. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information was received on (B)(4) 2012 a sample containing one open package of o.b non-applicator tampons lot number 1102m5796 with no tampons was received the on (B)(4) 2012. Review of complaint data associated with this complaint category found no adverse trends and no trend involving this lot number. A visual inspection was not performed since no tampons were provided. The retain sample was visually inspected and no nonconformance or manufacturing defects related to the complaint were observed. Change history review of manufacturing process, design, package and label changes noted that no changes related to this complaint were made. Based on acceptable documentation review, absence of trend, lack of a returned sample and acceptable inspection of retain sample, there was no evidence to support that the device failed to meet specifications. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.